Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.4, 2nd inr: 3.2, mean: 2.30, sd: 1.27, %cv: 55.34. Accuracy test was not performed since time between inratio and reference tests was twelve hours apart. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Analysis of customer's results revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that result comparisons met accuracy and precision criteria no further investigation required at this time. As reviewed on 02/04/2011, twenty-one discrepant result complaints were reported for lot #237433, yielding a complaint rate of 0.007%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action is required at this time as no product deficiency was established. Investigation results from a previous case on strip lot #237433: since inratio values of both donors are within the +/-1.0 bias of reference result, strip lot #237433 has met accuracy criteria. No further investigation will be pursued at this time. Calculated %cv were 9.11% and 5.00%, respectively for each donor. Since %cv for both donors fall below precision threshold of 20%, no further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Caller also alleged impression with inratio meter. Results as follows: date: (B)(6) 2011, in ratio: 1.4. Inratio: 3.2. Patient's coumadin was held on the evening of(B)(6) 2011, before inratio result.